Event description:
It was reported that the patient was experiencing pain at the pocket site. The patients implantable pulse generator (ipg) was explanted, and the patient was doing well postoperatively. The explanted ipg will not be returned.